Event description:
Initial phenytoin result of>40.0 mg/dl. Rerun of same sample recovered 10.6 mg/l. No information provided to determine if results were used to guide therapy. The field service representative performed maintenance and performance check tests which were within specification.